Manufacturer narrative:
B4:01oct2021 the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse suspected the power switch overlay and provided a part ID for the power switch overlay. Multiple attempts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. A review of service history found no parts were ordered or service requested, and the case was closed. A supplemental report will be submitted if new information is received.

Manufacturer narrative:
It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
Date of report: 13jul2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device is having frequent "check vent alarm" error (1105). The customer reported there was no patient involvement at the time the issue was discovered.